Manufacturer narrative:
A review of the mfg records was performed, and there were no nonconformances during MFR that would be related to this complaint. All testing requirements were met. The device was not returned for eval. The complaint could not be confirmed nor was the root cause able to be identified. The complaint alleged that moisture was contained inside the packaging , on the product. The product was not used. Since the product was not returned, it is not known if the product was subjected to an unusually high humidity condition during transit or storage.

Event description:
It was reported that there was surface dew condensation on the handpiece and/or the sealing tyvec sheet for the sterile cavity was found. The device was not used. There was no harm or delay reported, and procedure completed with an alternate device.